Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Air/water was aspirated through the air/water channel and the auxiliary channel, and the pretreatment detergent was anios clean. The suction channel, instrument channel port, and distal end were brushed using asept inmed manual brushes. An olympus automatic endoscope reprocessor (aer) was used with cln detergent and paa disinfectant. The device was stored in a drying cabinet and horizontally placed. Olympus is the maintenance company. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for 50 colony forming units (cfus) of coagulase-negative staphylococci. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - flushing was not performed for auxiliary water channel at precleaning. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: all channels. Cfu: 22cfu (16cfu/100ml). Bacterial identification: gram positive bacteria, staphylococcus coagulase negative. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - distal end - defective thread. - channel mount - damaged. - mouthpiece - damaged. - scope connector cover - scratched. - bending tube - movement. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The suggested event is preventable by device handling in accordance with the following IFU. Reprocessing manual_ reprocessing the endoscope (and related reprocessing .accessories)_ precleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.